Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not turn on. The customer¿s blood glucose level was unknown. Customer states that they used multiple batteries to try to get their insulin pump turn on. Customer states the insulin pump was not turn on after several attempts to of changing batteries. The insulin pump will not be returned for analysis.